Event description:
It was observed that during the device evaluation, the light source exhibited overheating and it goes into emergency mode. When it overheats, it powers off the main lamp and the spare lamp powers on. Unit has a buildup of dust inside causing unit to overheat. The exhaust fan is not functioning properly, rotating slow and not pushing out enough air. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the device overheats and goes into emergency mode. Unit has a buildup of dust inside causing the unit to overheat. The exhaust fan is not functioning properly, rotating slow and not pushing out enough air. The most probable cause of dust inside unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.